Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that four to five minutes after therapy was started using a gamcath catheter, the blue connector broke. It was reported there was a 300ml blood loss. Treatment was discontinued and a new catheter was used to continue treatment. It was reported the patient ¿was feeling good¿. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. The sample was visually inspected and showed a crack on the venous connector approximately 19-20 mm in length running longitudinal. The crack starts on the connector borderline and ends near the ¿borderline of the extension tubing¿. Some micro cracks were visible on the lateral surface near the thread area. Small marks (lines) were visible on both connectors. The reported condition was verified. A device history review revealed no issues that could have caused or contributed to the reported issue. The cause of the condition could not be determined; however, it was reported the clinic uses klorhexidinsprit fresenius kabi, 5 mg/ml, which contains 60% etanol. A warning is given in the operator¿s manual, instruction for use: ¿do not use alcohol-based solutions to disinfect, wash, swab or soak the catheter. This can damage it. It is recommended to use a povidone iodine-based peroxide solution¿. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.